Event description:
During an ultra low anterior resection procedure, some of the staples were missing from the specimen side of the transection, and the rectal stump wasn't sealed. Unknown on how the case was completed. There was no reported patient consequence.